Manufacturer narrative:
(B)(6). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Skin graft mesher was manufactured on may 3, 1995, and was over 21 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed the comb was damaged and the ratchet gear, pin, and spring were worn. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the cutter being damaged. The cutters returned by the customer a 2:1 ratio cutter, a 3:1 ratio cutter, both failed the test cut and are non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, and gears. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device had a bent comb-no alleged event¿ was confirmed since during the initial inspection it was noted that the comb was damaged. While during the initial inspection it was noted that the comb was damaged, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported there was a bent comb. No additional information has been able to be obtained regarding this event.